Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a power on reset event on (B)(6) 2011 and location "0c d6". Device should be able to recover from this event and continue normal.